Event description:
It was reported that the battery of a t:slim x2 pump would not charge. There was no adverse impact to the customer's blood glucose level. The customer initially attempted troubleshooting steps, including using different charging cables and wall adapters, but the issue persisted. There was no reported adverse impact. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.